Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post op the patient went in for a removal surgery. It was reported that two screw extractors sheared off while trying to remove a set screw. The surgeon tried to burr through to remove but that did not work. The surgeon closed the patient with the hardware still in place.

Manufacturer narrative:
(B)(4). The devices were not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Films supplied for review found: single ap view of a lumbosacral construct apparently spanning from l3 to s1. Two cross links are apparent. No apparent failure of the construct is seen. No evidence from the x-ray supports the report that removal of the construct was terminated after failure of set screw drivers and drill.